Manufacturer narrative:
It was reported that a 61-year-old male patient underwent a cryo atrial fibrillation / radiofrequency (rf) a-flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and 3mm hole in the cavotricuspid isthmus (cti) requiring surgical intervention.the pericardial tamponade was discovered and confirmed during the ablation phase on intracardiac echocardiography, (ice) ultrasound. The blood pressure was low and treated by anesthesia. After rf ablation of the cavotricuspid isthmus (cti), the effusion was noticed on intracardiac echo. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient also had to go to the operating room (or) for surgical intervention to repair a 3mm hole on cti. He required hospitalization to intensive care unit (ICU) room after or procedure. The patient condition reported to have improved. The physician¿s opinion on the cause of this adverse event is that it was procedure related.device evaluation details:the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter.visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Based on the reported event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis.a manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified.as part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade.the root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 3/1/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a cryo atrial fibrillation / radiofrequency (rf) a-flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and 3mm hole in the cavotricuspid isthmus (cti) requiring surgical intervention. The pericardial tamponade was discovered and confirmed during the ablation phase on intracardiac echocardiography, (ice) ultrasound. The blood pressure was low and treated by anesthesia. After rf ablation of the cavotricuspid isthmus (cti), the effusion was noticed on intracardiac echo. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient also had to go to the operating room (or) for surgical intervention to repair a 3mm hole on cti. He required hospitalization to intensive care unit (ICU) room after or procedure. The patient condition reported to have improved. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A baylis needle was used for the transseptal puncture. Highest power used during rf delivery: 50 watts, with 15 ml/min of fluid delivered at that power. Upon review of the visitags, there may have been a 15 ohm impedance rise during one of these ablations, but did not exceed the impedance cut-off value. The temperature, impedance and power settings were 22-23 degrees c, impedance 161-153 and power 50w. The physician commented that he may have felt a possible steam pop mid-way through the isthmus ablation. An irrigated catheter was used with the flow setting at 15ml, the correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation as intended. The visitag module parameters were set at range of 3mm, time of 3 sec, force over time (fot) of 25% at 3gm with visitag ablation index goal 500. Force visualization features used included graph, dashboard, vector and visitag. Additional color options included force time intervel (fti), force and time. There were no error messages observed on biosense webster equipment during the case. The reported issue of high impedance (15 ohm impedance rise) is not considered to MDR reportable since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.